Manufacturer narrative:
Results evaluation: smith medical just received the sample for evaluation. Upon completion of the investigation, a follow-up report will be submitted. A review of our complaints database revealed no similar reports on this device lot.